Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had bio ID notified with maintenance request. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier device required maintenance. The technical support specialist (tss) identified an error in the medapp log indicating a spoofed fingerprint capture failure. Tss advised the pharmacist to reboot the computer and reconnect the biometric identifier device. Log review confirmed the error occurred earlier but was resolved after the reboot. The biometric identifier was currently functioning, and the case will remain open for the day in case the issue reoccurs. The case was closed. The system functioned as intended after the technical support specialist troubleshooted the device.